Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: one sample was received for evaluation. Visual inspection revealed that the luer lock was disconnected from the tubing. Close visual inspection to the end of the tubing revealed that most probably the luer lock was low inserted into the tubing. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported to baxter france that there was a separation between the tubing with the luer lock. The event occurred during infusion. There was report of patient involvement, and no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.